Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis found severely bent grip tips be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a .053¿ offset at the tips. Bent-severely instrument grips -tips is typically attributed to misuse, such as excess force applied to the instrument jaws. Failure analysis found a secondary failure of a broken bipolar yaw pulley. A broken piece measuring approximately .074¿ x .160¿ was missing. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that the long bipolar grasper instrument had physical damage. There was no report of patient injury.